Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device did not power up. An alternate device was employed. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no reported consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.